Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes in 2005. During placement, the peelable sheath peeled for one centimeter and then quickly broke off on one endo and peeled to the site. The physician needed to use hemostats to work with the sheath in order to complete the procedure.